Event description:
It was reported that during use of bd max¿ system, bd max¿ instrument, a false negative tuberculosis patient result on bd max¿ MDR-tb assay was obtained. The same sample was prepared for microscopy and was positive for tuberculoid bacteria. Sample was rerun on bd max¿ system, bd max¿ instrument and was positive for tb even with some resistance genes present. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.